Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the surgeon side console (ssc) master tool manipulator right (mtmr) dropped down by itself. The surgeon stated when they removed their hands from the mtmr and took his head off the ssc, the right manipulator dropped. Tse checked logs but did not find anything relevant. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated when the surgeon kept his head from the console, a drift can happen if the surgeon removed his hand from the master tool manipulator (mtm). It could happen that the mtm drift (normal error engineering advisory 23075) and trainer constantly trained them not to remove hand from mtm when having the head in the console. It was further stated that the mtm was properly calibrated and there was no error message in the log, and no bad mtm behavior when it was tested. The site recalibrated mtm in order to be on the safe side.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse calibrated the system to resolve the issue. The system was verified and ready to use.